Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type ii, and surgical conversion. The reported sac growth was refuted; while there was 3mm of enlargement, it does not meet the internal criteria for sac growth. Additionally there was evidence to reasonably support the following observation; a non-endologix extension was placed in the left internal limb at implant. There was no device related issue involving the type ii endoleak, the cautionary product use condition, patent inferior mesenteric and lumbar arteries, likely contributed to the procedure-related harm: type ii endoleak. Associated clinical harms for this event included: surgical conversion. The final patient disposition was discharged home on post-operative day four. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcation and suprarenal device in 2015. Patient was non compliance with follow up visit until (B)(6) 2017 when it was discovered that the patients' aneurysm has grown. They physician elected to explant the graft on (B)(6) 2017. Upon explant, the physician noted that there was no identifiable device failure. The patient was reported as doing fine post explant.